Manufacturer narrative:
The thermogard console (sn (B)(4)) was evaluated at the customer's site. The customer reported complaint for the thermogard displayed error message tcmid:05 (coolant diff failure) was confirmed during the event log review but not during the initial functional test. The root cause, based on the event log review, was determined to be a defective lm34 temperature sensor, as a result of normal wear and tear of the console. The thermogard console was manufactured in may 2013 and is more than 7 years old, past its expected serviceable life of 5 years. During further functional testing, the thermogard console was tested and failed the calibration test. Testing revealed a mid:24 (patient probe ext offset) error likely due to the corrupt calibration software, unrelated to the reported complaint. The console needs re-calibration to address the mid:24 error. Unrelated to the customer's reported complaint, during a visual inspection, the top lid was observed cracked. The root cause of the observed issue was likely due to the damage sustained by user mishandling. Also, noted rubber ring seal was discolorated, coldwell caps show signs of wear, and the air filters were no longer functional and filled with dust. The observed issues are unrelated to the reported complaint. The probable cause could be due to the normal wear and tear or could be due to mishandling, as no preventive maintenance (pm) was performed on the console for the last 3.5 years. The damaged parts need to be replaced to address the observed issues. During the event logs review, the tcm ID:05 (coolant diff failure) error was identified around the reported event date. Thus, confirming the reported complaint. The lm34 temperature sensor was replaced to remedy tcm ID:05 error. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for the thermogard console with serial number (B)(4).

Event description:
The thermogard xp ivtm system (sn (B)(4)) displayed tcmid:05 (coolant diff failure) error message. No further information was provided. Patient use information was requested but no additional information was provided, therefore patient use is unknown.